Event description:
Customer reported receiving erratic readings on their medisense optium blood glucose meter. Customer reported receiving readings of 250 mg/dl, 25 mg/dl, 27 mg/dl and 150 mg/dl. Within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. The device was tested with a generator and no error code was noted, however the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. No conclusion could be reached as to what caused the damaged rotation knob pin hole.